Event description:
Patient reports noticing a "while ago" that her up, down and ok buttons have been sticking. States this past weekend she noticed that it has gotten worse. Patient states that she has been noticing at random, she will hear her pump giving her a bolus, looked at the screen and it is a 0 bolus. Patient states there are times that her buttons are unresponsive. Patient states she wears her pump clipped to her waste, does not clean her pump, and does not wear any of the protective skins. Patient denies any recent trauma to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. All of the keypad buttons had intermittent response when pressed and none of the keypad buttons have normal spring back or click. The keypad cover was removed for investigation and revealed evidence of keypad contamination under all the button contacts. It was also noted that the ok, up arrow and down arrow contact buttons were misaligned. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.